Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage (exactly unknown whether medicine leakage or exudate) was found near the insertion site during infusion. Because the operator suspected that catheter was damaged, the syringe was connected and both lumens of the catheter were aspirated. When the lumen of the red luer connector side was aspirated, bubbles in the lumen of the purple luer connector side moved in response to aspiration. (Note: the lumen of the purple luer connector side was filled with medicine (beelinsite), and the bubbles in the medicine could be seen in the transparent extension tube.) Since bubbles moved in purple lumen when aspirating red lumen and no fibrin/blood clot was found on the removed catheter, the doctor guesses that there may be a hole in the inner wall of the catheter, and is requesting to investigate whether the inner wall of the catheter was damaged. No patient harm was reported.

Event description:
It was reported that leakage (exactly unknown whether medicine leakage or exudate) was found near the insertion site during infusion. Because the operator suspected that catheter was damaged, the syringe was connected and both lumens of the catheter were aspirated. When the lumen of the red luer connector side was aspirated, bubbles in the lumen of the purple luer connector side moved in response to aspiration. (Note: the lumen of the purple luer connector side was filled with medicine (beelinsite), and the bubbles in the medicine could be seen in the transparent extension tube.) Since bubbles moved in purple lumen when aspirating red lumen and no fibrin/blood clot was found on the removed catheter, the doctor guesses that there may be a hole in the inner wall of the catheter, and is requesting to investigate whether the inner wall of the catheter was damaged. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. Sutures were tied around the catheter shaft in three places (15cm-16cm, 22cm-23cm and 30-31cm depth markers). Microscopic inspection of the sample did not reveal any evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks or inter-luminal connections were observed during sustained (>15 seconds) hydraulic pressurization of both lumens. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.